Manufacturer narrative:
Pump had unexpected battery out limit alarms noted during testing. Pump had constant motor error alarms during rewind due to corroded motor home switch. Was unable to perform displacement test, rewind test, basic occlusion test, prime / system sensor test, occlusion test, excessive no delivery test and operating currents meas. And off no power test due to constant motor error alarms. Pump received with minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit however, she had changed her batteries multiple times. She also indicated that she has a motor error alarm and is unable to perform rewind sequence. Customer does not recall any significant events leading to the error. Troubleshooting was done for battery and motor error's. Customer's blood glucose was 124 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.